Event description:
It was reported that the anesthesia workstation failed flow transducer test during system check-out. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the device and reproduced the reported failure. According to the information provided by the technician, the issue has been solved by replacing o2 reflector gas module. The replaced o2 reflector gas module has not been returned for investigation. Evaluation of the received device logs confirmed the reported flow transducer test failure and the logs indicate that it was the o2 reflector gas module that was faulty. The o2 reflector gas module regulate the reflector gas flow and a fault in the gas module may lead to inaccurate gas flow regulation. This will be detected during system checkout and alarms will be activated if the failure occurs during treatment. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).